Manufacturer narrative:
On 10/14/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent an unspecified breast prosthesis implantation procedure with two 450cc mentor memorygel breast implants, suffered bilateral capsular contracture; baker grade iii, post-operatively. As a result, the patient underwent bilateral removal and replacement with two 300cc mentor memorygel breast implants on (B)(6) 2019. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 11/29/2019, mentor became aware that the patient also experienced bilateral breast hyperplasia and ptosis along with the reported bilateral capsular contractures. Manufacturer¿s reference number: (B)(4).